Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the right coronary artery (rca) with 70% stenosis. An unspecified stent was implanted and the 5.0x15 mm nc trek balloon dilatation was used for post-dilatation. After inflation the balloon did not deflate properly and could not enter the 6fr therapeutic catheter. Numerous attempts were made to remove without success and then the shaft of the balloon broke. The entire catheter system was attempted to be removed with the guide wire and the introducer sheath but again this was unsuccessful. The 6fr introducer sheath was removed from the right radial artery due to the balloon being stuck in the introducer sheath. Only by removing the introducer sheath, leaving the radial artery free, was it possible to remove the balloon from the radial artery. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported break was not confirmed; however, it is likely that the noted separation at the inner and outer member is what was perceived as the reported break. The reported failure to deflate and difficulty removing the device could not be replicated in a testing environment due to the condition of the returned device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported failure to deflated could not be determined; however, the reported difficulty removing the device, break/separation and unexpected medical intervention appear to be related to circumstances of the procedure. Possible factors that may contribute to failure to deflate the balloon include, but are not limited to, deflation technique, loose connection with the indeflator, contrast concentration, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. In this case, it is likely that since the balloon would not deflate, the balloon dilatation catheter became stuck, resulting in the reported difficulty removing the device and subsequently upon manipulation of the device, the device ultimately broke/separated. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.